Event description:
It was reported that when the asymptomatic patient presented in clinic, several inappropriate therapies for lead noise was observed. Chronically high threshold, decreased r-wave amplitude and low but stable rv impedance was also noted. There was also an instance of capacitor charge time-out. Noise of high amplitude and variable frequency was noted on real-time egm. Patient was scheduled for revision. During procedure, the lead pin broke-off and remains. Device was explanted and replaced. Patient is doing well and will continue to be monitored.

Manufacturer narrative:
The reported events of inappropriate therapy and charge time-out were confirmed via the review of egms. The high voltage charges and inappropriate therapies were a result of noise detection, leading to capacitor charge time limit reached. The cause of the field event was a lead anomaly. Device was tested on bench and no anomalies were found.